Event description:
It was reported that during a lavh procedure, the device activated four times and, the surgeon realized that the tip had broken off the end of the device. No metal contact or thick tissue. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.